Event description:
It was reported that pump displayed malfunction alert code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and malfunction cleared after reset, allowing insulin therapy to resume; customer was advised to continue using pump and to call back if malfunction alert recurred, and acknowledged understanding of these instructions.